Manufacturer narrative:
The reported ventilator failure can be confirmed based on a log file analysis. Error codes can be found in the logs indicating that - approx. 1.5 hours after start of automatic ventilation - the supervisor software had detected two consecutive encoder check errors (wrong motor position) and forced a shut-down of automatic ventilation which was accompanied by a corresponding alarm. The device was further used in manual ventilation mode then. An in-depth evaluation of the replaced motor unit was not considered necessary - evaluation of earlier reported similar events revealed that wear-and-tear related abrasion of the collector disc had resulted in development of positions where the motor does not provide mechanic power due to contact interrupts to the carbon brushes; speed fluctuations will be the consequence. The speed fluctuations result in a deviation between measured and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. As confirmed for the particular case, manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component after >15 years of use; no patient consequences have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
There was a ventilator failure during use reported. The event did not lead to consequences for the patient.

Manufacturer narrative:
This is a correction of the previous report. The model no. Was corrected. As the affected apollo, serial no. Arzd-0135, was produced in april 2008, a unique device identifier (UDI) is not required.

Event description:
There was a ventilator failure during use reported. The event did not lead to consequences for the patient.